Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted, but is stuck on initialization screen. A manual test could not be performed due to initialization screen. The receiver case was opened and the pcba board was detached. The speaker resistance was measured and registered within specification. The global receiver tool test was conducted and it passed. The reported event of no audio output was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/10/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.